Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7033966; medical device expiration date: 02/28/2019; device manufacture date: 02/02/2017; medical device lot #: 6067902; medical device expiration date: 02/28/2018; device manufacture date: 03/07/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 109069 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were cloudy. No serious injury or medical intervention reported.